Event description:
Health professional reported that a lap-band was replaced due to scar tissue formation which restricted the stoma and caused an "inability to swallow food."

Manufacturer narrative:
Taper unk. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after restriction procedures."